Manufacturer narrative:
Received condition: n/a, the device was not returned. Reported issue: it was reported that the biomed asked for support for the arctic sun device with no flow. Repairs related to the reported issue: per additional information received from ttm on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error), actual was 3072, expected was blank. Per follow up information received via task on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error), actual was 3072, expected was blank, they resolved the issue and replaced the mixing and circulation pump. The reported issue was confirmed. The root cause identified as a circulation pump failure. Per additional information received from ttm on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error), actual was 3072, expected was blank. Per follow up information received via task on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error), actual was 3072, expected was blank, they resolved the issue and replaced the mixing and circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed asked for support for the arctic sun device with no flow. Per additional information received from ttm on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error), actual was 3072, expected was blank. Per follow up information received via task on 26mar2026, biomed was getting calibration error 1 (pre-warm bypass flow error) (pr# (B)(4), actual was 3072, expected was blank, they resolved the issue and replaced the mixing and circulation pump.